Event description:
The pt reported that the pump would not advance beyond the "home" screen.

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that power interruptions had occurred. Evaluation of the device revealed corrupted data.